Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probes handle separated during a vitrectomy procedure of the left eye. The probe was replaced and the procedure was completed. Patient impact is unknown.

Manufacturer narrative:
Additional information provided. One opened probe was received without a tip protector in a pouch. The probe is broken at the front and rear housing. The customer reported on (B)(6) 2018 during surgery the probe handle was separated. The customer reported the expiration of this sample was (B)(6) 2016 but after that day the hospital did not damage the wrapper, then added wrap paper, then sterilized with ethylene oxide (eo) gas, and then stored. The complaint evaluation does confirm components within the probe are detached and would be the reason for the probe not performing properly. The probe was used for surgery 18 months beyond the labeled expiration date. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).